Event description:
Ticket is related to execution of tsb 640-141a camera value inspection and corrective action, which was performed to inspect the camera values of this instrument and identified that the camera values did not match the expected local gains value; therefore the values were corrected during the site visit. Issue is associated with reportable field action (fa-am-jul2021-257). There is no patient involved with this MDR as the issue was identified by the abbott fse.

Manufacturer narrative:
Investigation into this complaint concluded it was related to a previously confirmed investigation. Instrument was identified to have incorrect sample input camera gain values after execution of technical service bulletin (tsb) 640-138 [001], alinity m sw v1.6.3 reliability enhancements q2 2021. Specification not met: per am19-01-002[024], section 5.5.2, if an unapproved configuration is identified during servicing, and approved labeling instructions are not available, updates to the system configuration cannot be made. Ensure the system is not returned to the customer. On november 6, 2021, a decision was made to issue a revised customer letter (urgent field safety notice / field correction recall) to notify customers that an abbott fse previously completed an assessment of camera settings on their alinity m system and made corrections where required. Customer was provided a communication (fa-am-jul2021-257a and/or fa-am-jul2021-257b) at the time their alinity m system was assessed to determine actions required in their laboratory. Recommendation is that this revised action will be reported per 21 cfr806 and is recommended to be reported as an fsca (field safety corrective action). This action was communicated to the FDA on november 6, 2021 as a draft 806 report and a request to review letter content. Additional follow up on investigation and corrective actions will be communicated via the 806 process. The following mdrs were also reported as related to fa-am-jul2021-257: 3005248192-2021-00405.